Manufacturer narrative:
Other (lens wouldn't unfold properly) - evaluation results (other): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and was stuck in the lens vial. A lens work order search was performed and no similar complaint was found. Conclusions (other): based on the complaint history, work order search and the evaluation of the returned product, the root cause of the event was due to a learning curve. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens but the lens would not unfold properly. The surgeon didn't like how the lens was in the eye, so the lens was removed. There was no pt injury. Another icl was implanted at a later date. The pt is doing very well. The reporter stated the event was due to the surgeon being relatively new with this model lens and it was felt it was part of the learning curve.